Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold and weight to the spec. A visual and microscopic analysis was performed which identified: puncture opening on anterior. Base on the device analysis the final assessment is: punctured assessed as surgical damage like. Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.